Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the client that the bd micro-fine" needles had separated from the pen before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Two open 31g x 6mm pen needle cartonettes were returned from lot no. 7117527, cat. No. 320734. Visual examination and functionality testing was carried out on 30 sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.